Event description:
It was reported that before use, the helium tank pressure calibration of the cs100 intra-aortic balloon pump (iabp) was out of specification. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: a1, a3(to be left blank), b3, b4, b5, e1(initial reporter, event site telephone, event site email), g3, g6, h2, h6, h10, h11. Corrected fields: h6(type of investigation). A getinge field service engineer (fse) reported that the iabp unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked the helium tank pressure calibration failure. The high pressure transducer was replaced. The iabp one hour pumping test was normal. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) helium tank pressure calibration was out of specification. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d4(version or model #), g4, g7, h2, h6 (type of investigation) ,h10, h11. Corrected fields: h4. Analysis of production records: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a.